Event description:
It was reported that devices were used during a laparoscopic gastric bypass. It was reported the trocar was replaced three times as the same gasket tore. The surgeon placed a 1seal on the top of the final trocar in place of a ms512 to complete the case. There was no consequence to the patient.